Event description:
It was reported that during the implant procedure, the pulse generator header had difficulty accepting the lead. The lead was able to be secured and the device was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.